Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 406 mg/dl. The customer treated high blood glucose level with bolus. The customer had been using the insulin pump system within 48 hours of high blood glucose level event. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose levels. The customer did not allege the insulin pump for under delivery. The insulin pump will not be returned for analysis.